Event description:
It was reported that a cartridge alarm, specifically alarm 20, occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge using the proper technique, and the issue was resolved, allowing the customer to successfully resume insulin therapy.